Manufacturer narrative:
Initial and final MDR 1880493 - MDR 3003442380-2024-05837 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced a bent cannula. The infusion set was used for less than a day and site was abdomen and thigh. The issue occurred with three infusion sets. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.